Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -16.0 diopter was implanted into the patient's right eye (od). Excessive vault was observed. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
Al the reporter indicated that the surgeon implanted a 13.2mm vicmo_13.2; -16.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. Excessive vault, significant reduction of iridocorneal angles, and blurred vision were reported. On (B)(6) 2022 the lens was exchanged for a smaller length lens. This resolved the problem. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B1: adverse event. B2:required intervention. B5: additional information: al the reporter indicated that the surgeon implanted a 13.2mm vicmo_13.2; -16.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. Excessive vault, significant reduction of iridocorneal angles, and blurred vision were reported. On (B)(6) 2022 the lens was exchanged for a smaller length lens. This resolved the problem. H6: health effect clinical code: 2137-blurred vision. 4581- significant reduction iridocorneal angles. H6: health effect impact code: 4629-device replacement. H6: medical device problem code: 1401-misfocusing. Claim # (B)(4).